Manufacturer narrative:
The following devices were also listed in this report: size 4 tibial component ; cat# unknown ; lot# unknown; size 4 ps femoral component ; cat# unknown ; lot# unknown; patella component; cat# unknown ; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that a stage 1 revision was performed on the patient's right knee due to infection (infection reported by surgeon, unknown if clinically confirmed, infecting microorganism not identified). Size 4 tibial and femoral components, 4x13 ps insert, and a patella component were removed and an antibiotic spacer placed.